Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no irregularities to the ro marker. Microscopic examination presented no damage or irregularities with bonds. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery with a 4f non-bsc introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right anterior tibial artery. After a 014 non-bsc guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.2 x 15 non-bsc balloon catheter at 15 atmospheres. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery with a 4f non-bsc introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right anterior tibial artery. After a 014 non-bsc guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.2 x 15 non-bsc balloon catheter at 15 atmospheres. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).